Event description:
Customer reported that the sensor gave inaccurate readings and that the insulin pump activated threshold suspend when the blood glucose reading was 118 mg/dl. He also reported a calibration error. He also reported that the sensor became jammed in the inserter. Customer was advised on insertion techniques. Customer had received a bad sensor alert following two consecutive calibration errors. The blood glucose reading was 143 mg/dl. These alerts had occurred after initialization. Customer stated that there was no delayed or incorrect entry of a blood glucose reading. Customer was advised to remove the sensor and stated that it was not bent. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.